Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. The system operates as intended.

Event description:
The customer reported that the system intermittently displayed a bv camera error. The field engineer noted that this error prevented the system from performing fluoroscopy but that when restarting the system, the customer could continue. There is no report of injury or death associated with this event.